Event description:
It was reported, the pump and catheter were explanted completely on 2013 (B)(6) due to an infection in the device pocket. The type of infection was unknown as well as the patient¿s status at the time of this report. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Catheter was returned incomplete in segments; analysis of the same revealed no significant anomalies, acceptable testing.